Event description:
On (B)(6) 2021 at approximately 0030 the bellavista ventilator #03-005733 suddenly stopped working with no alarm while patient was attached. Charge rn and rn notified me that something was wrong, np and I responded to the room. The vent was not giving the patient any breaths, the vent was emitting a low intermittent beep, and the screen was blue with white writing on the screen. The exact wording was not written down but the general information was that the vent had suffered a malfunction and could not operate, no specific reason for the malfunction was listed by the message. The patient was immediately removed from the broken ventilator and ventilated with an ambu bag. I was assisted by charge rn while I exchanged the malfunctioning ventilator with a new ventilator. The broken vent was stripped, covered with a red biohazard bag, labeled as broken with a large sign, and placed in the dirty room in the respiratory department. The broken vent was unable to be turned off and continued to beep in the dirty room until the battery ran out at approximately 0500. FDA safety report ID # (B)(4).